Event description:
Physician observed that the needle of a tissue coagulating electrode was bent/kinked when he withdrew it from the tissue after treatment of the soft palates to reduce snoring. No pt injury was reported. However if the event were to recur and the needle were to break off and remain in the tissue, surgical intervention would be required to retrieve the needle.